Manufacturer narrative:
Correction: it was further reported that there was sodium chloride in the bags and that two of the bags also had potassium chloride. Additional information : three (3) samples were received for evaluation. A magnified and stereomicroscope inspection was performed and polyacrylate particles were observed in all three samples and one polypropylene particle was observed in one sample. The reported condition was verified. The cause of the condition was found to be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500 ml intravia containers had foreign material. It was further reported "small stringy plastic pieces" were observed in the bag was observed. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.